Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with failed battery test due to moisture damage on the electronic assembly. Unable to perform the functional tests, including sleep current measurement test, active current measurement test and self-test due to the failed battery test. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and moisture damage was found on the pcba1, motor and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and cracked belt clip rails. Failed batt test (58) was found in history file on 01/11/2025 15:22:14.000. In summary, customer alleged failed battery test confirmed. Exposed to moisture noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer called back after receiving a replacement battery cap. The customer continued to experience battery-failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.